Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an inaccuracy issue with the meter when compared to the lab. No values were reported for either device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.